Event description:
Event description guidant received information that this lead had loss of capture due to high thresholds. The lead was explanted and another lead of the same type was implanted. This new lead had acceptable pacing thresholds and impedance values at first, upon retesting, the measurements were unacceptable to the physician. The second lead was then explanted and successfully replaced.